Event description:
On january 11, 2010, the facility representative reported to baxter global technical services one colleague cxe volumetric infusion pump in which the stop key on the pump head module keypad is inoperable. The reported condition occurred during patient therapy on the med/surg floor. The infusion was interrupted for the amount of time required to swap out the pump, 5 minutes or less. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software for this device is currently not known.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
After further review of this report, it has been determined that CAPA, (B)(4) does not apply to the reported condition. (B)(4).